Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated after device evaluation h10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Samples received: the samples consist of one (1) cassette unit from p/n 21-7302-24 l/n unknown and one extension; the returned sample was received in used conditions without its original package. Visual inspection results: the sample unit do not present any damage, scuffs, pinch marks, cracks, crazing, cuts, etc. Could cause the failure mode reported. No leak test could be performed in leak tester since the unit was received with liquid inside. Functional testing: after performed the leak testing the sample unit was fill whit colored water using a syringe in order to detect any leakage. Results: the sample unit did not present leaks. Therefore complaint is not confirmed. The cause of the reported problem could not be determined.

Event description:
Information was received indicating that while in use of a smiths medical cadd cassette reservoir, the customer noticed that medical fluid was leaking. No patient consequences were reported. No adverse effects were reported.